Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(4). The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection it was identified that five (5) small hexagonal screwdrivers are old and worn out. No patient involvement reported. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A device history record (DHR) review was performed for part no.: 314.570, lot no.: l496822, manufacturing location: haegendorf, release to warehouse date: 24.jul.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The returned hex screw driver (part: 314.570, lot: l496822, mfg: 24-jul-2017) was inspected at customer quality and the complaint of worn tip was confirmed. Visual inspection performed at customer quality observed that tip was slightly worn and the hex edges were slightly twisted. Whether the complaint could be replicated is not applicable due to post manufacturing damage. Relevant drawings (both current and from the time of manufacture) for the returned device 314.570 were reviewed during the investigation. Top level assembly drawing 314_57 rev.g, blade drawing 314_57_1 rev. C were reviewed and no product design issues or discrepancies were observed. Dimensional analysis performed at the tip flat to flat region measured 2.49 mm (ca 814) that falls within specification of 2.48mm to 2.495mm per 314_57_1, rev. C. Also, dimensional analysis performed on corner to corner region of hex measured 2.83mm (ca 814) that falls within the specifications of 2.79mm to 2.83mm per 314_57_1, rev.c. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. A definitive root cause could not be determined. However, it is possible that the consistent use and possible rough handling of device could have led to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.